Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) patient has been claiming that since the programming changes several days ago, that the patient have been experiencing pain around the device implant site and that it hurt so much that it woke the patient last night. It was stated that the patient was doing strenuous activities like making the bed prior to the symptom. The device remains in use. No further patient complications have been reported as a result of this event. It was further reported that reprogramming occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.